Event description:
It was reported that the patient had a sling procedure on an unknown date. The sling type/manufacturer of the sling is unknown. An artificial urinary sphincter device consisting of a 5.0cm cuff, 61cm prb and control pump was implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.